Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer stated that she entered her high glucose level and the insulin pump did not deliver the insulin. Troubleshooting was performed, and found that the active insulin was greater than the correction amount. The customer's recent glucose reading was 294 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.